Event description:
It was reported to stryker that when a customer used their device on a patient, the device did not detect a shockable heart rhythm. Another device on the scene was used. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined, however the customer made the comment that the device did not malfunction and the device operated as it should. H3 other text : device not returned to manufacturer

Event description:
It was reported to stryker that when a customer used their device on a patient, the device did not detect a shockable heart rhythm. Another device on the scene was used. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.